Event description:
The healthcare professional reported the device had been discarded.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient reported that about a month ago noticed return of symptoms, said is urinating more, going every 5 minutes. The circumstances that led to the reported issue were unknown. Troubleshooting was unable to be performed as programmer needs to be charged up. The caller was redirected to mobility to address programmer and once that is resolved, patient to call patient services if needed. Patient called back with their handset charged up but they were seeing the communicator not found screen. The patient then was able to get the communicator paired with the handset however after placing the communicator over the ins, the patient saw a device not responding screen. The patient stated they could feel the ins under their skin, that it was laying flat and parallel to the surface. Patient services had the patient restart both the communicator and the handset however they still received device not responding. The patient confirmed the communicator was not plugged in, did not have a low battery and they even moved from one room to the next to make certain there was no electromagnetic interference (emi) however they still received device not responding. When patient services asked if they could feel the stimulation sensation, the patient stated they didn't feel the stimulation, but at another point, they stated they thought they felt it, but "just a little." The patient positioned the communicator in different positions but to no avail. Patient services had the patient press "cancel" to exit out of the application but the patient stated nothing happened so they used the button on the front of the j3 to back out of the app. The patient toggled the bluetooth off and back on and "closed all" of the open applications on the handset, re-entered into the mytherapy application and the communicator light went solid blue but the patient could still not connect. Patient services wanted to note that each time the patient hit retry, they never saw a communicating with device screen, it just went to "device not responding." Patient services asked the patient when the last time had been that they had been able to communicate with their ins and the patient replied it hadn't been connecting in awhile and that they called the office where their hcp had been, however, that hcp had left the practice so they didn't have a hcp. The patient stated that they ran their stimulation between 5.0 - 6.0 v. Patient services reviewed it might be good to work in person with an hcp and to check the implanted system. Physician listings were sent to the patient at the patient's request. The patient was going to reach out to a physician to see if they could connect in person as well as to check the implanted system.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that it is unknown if the cause of the device not working was determined and unknown if the cause of the patient being unable to feel stimulation was determined. The most likely cause for both issues was battery expiration. The device will be explanted on (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.